Event description:
It was reported the devices were used on multilple in situ vein grafts for skin closure. It was reported the pmw35 skin staplers do not work well. The customer does not like the way the staple sits high on the incision site. The customer does not feel the staples are sharp enough or grab the tissue properly. The customer also reports the staples fall out of the incisions. The rep reports the customer has had multiple inservices on the proper way to fire the device. The rep reports the customer does not have specific information on the individual cases. There was no consequence to the pt. On 6/11/1998, surgeon called to say that the staples do not hold, it appears to pinch and not puncture the skin. There will be 12 out of 35 staples that do this. Yesterday, the left side did not penetrate but he could not say if it is always the left side or not.